Event description:
It was reported that approx. 68 months after the implantation low battery voltage was noted via homemonitoring. A replacement procedure is scheduled for the middle of (B)(6). An event date was not reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned hm report data from (B)(6) 2018 has been analyzed. The data documented the battery status eri with a voltage of 2.96 v, in agreement with the complaint description. Further inspection of the data revealed an inconsistency of battery voltage and charge consumption of the ICD, which led to the clinical observation. Without an analysis of the device itself, the root cause of this inconsistency cannot be determined. A component damage cannot be excluded based on the information available for analysis. Should the device become available, please return it to biotronik for analysis. This investigation will be accordingly updated.